Manufacturer narrative:
Concomitant medical devices: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead showed intermittent atrial undersensing noted on stored electrograms (egm). Additionally, the implantable cardioverter defibrillator (ICD) delivered an inappropriate therapy for atrial fibrillation with rapid ventricular response (af w/rvr) which the device had detected as a ventricular tachycardia (vt) event. The device and lead remain in use. No further patient complications have been reported as a result of this event.